Manufacturer narrative:
The technician isolated the issue to a broken brake detent assembly. He replaced the detent assembly to repair the bed.

Event description:
Info received indicates the front left caster wheel wouldn't lock into brake.